Event description:
A customer reported prior to use their ¿sensor was touching the plastic" and was not in sterile condition. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use their ¿sensor was touching the plastic" and was not in sterile condition. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and a dent in sensor casing was also observed. Data was extracted using approved software and extraction was successful. No issues were observed with adhesive. Customer stated that sensor adhesive was detached. Applicator 0rkh26pt3 has been returned and investigated. Visual inspection performed on the returned applicator and it was observed that applicator was not fired. And had a bent sharp protruding through it. Sensor cap is retained within the applicator cap. And damage was observed on the sensor cap seal. A further extended investigation was conducted. Visual inspection was performed and a bent sharp and damage to the sensor cap was observed. The sensor data in the initial scan was reviewed and the sensor to be in state 1 (storage state). Visual inspection and found the sensor still in a fired applicator with a bent and broken sharp and no other functional testing was required for this issue. A bent sharp can occur due to the customer double capping the applicator after opening it. The returned sensor being in state 1 (storage) further confirms the fact that the customer double capped the applicator. The issue is not confirmed to use due to double capping. All pertinent information available to abbott diabetes care has been submitted.